Manufacturer narrative:
The device was not returned, however an evaluation of retention sample was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the retained samples was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was leaking from the drip chamber. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.